Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and headache ("headaches"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder and headache outcome was unknown. The reporter considered headache, pelvic pain and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration or perforation'), pelvic pain ('pain') and device expulsion ('malposition of essure device location of device: uterine cavity') in a 31-year-old female patient who had essure (batch no. 789026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis and c-section. Current weight 178 lbs. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included anxiety, abdominal pain, mood swings, breast tenderness, mood altered and nabothian cyst. Family history included colon cancer and heart disease, unspecified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and dyspepsia ("gastrointestinal or digestive system condition:heartburn."). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and muscle spasms ("muscle spasms"). In (B)(6) 2015, the patient experienced chest pain ("blood or heart disorder/condition type: chest pain/ squeezing chest pain") and tinnitus ("neurological conditions or problems type: tinnitus/ ringing in ears"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues:cracked tooth"), headache ("headaches"), allergy to metals ("nickel allergy") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown and the pelvic pain, tooth fracture, headache, migraine, chest pain, tinnitus, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, dyspepsia, arthralgia, pain in extremity and muscle spasms had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, chest pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, headache, migraine, muscle spasms, pain in extremity, pelvic pain, tinnitus, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Both the right and left essure coils are considered to be in satisfactory location with regards to the uterine cornua. An apparent small focal redundant curve within the proximal right coil.; on (B)(6) 2016: fluoro hysterosalpingogram: findings: preliminary scout image shows, bilateral essure coils are present. Contrast. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspepsia, tinnitus,nickel allergy,abdominal distension, weight increased, dyspareunia, dysmenorrhea, tooth fracture,muscle spasms, pain in extremity, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: plaintiff information form received. Event "fallopian tube perforation" was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues") and headache ("headaches"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth disorder and headache outcome was unknown. The reporter considered headache, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration or perforation'), pelvic pain ('pain') and device expulsion ('malposition of essure device location of device: uterine cavity') in a 31-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis and c-section. Current weight 178 lbs. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included anxiety, abdominal pain, mood swings, breast tenderness, mood altered and nabothian cyst. Family history included colon cancer and heart disease, unspecified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and dyspepsia ("gastrointestinal or digestive system condition:heartburn."). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and muscle spasms ("muscle spasms"). In (B)(6) 2015, the patient experienced chest pain ("blood or heart disorder/condition type: chest pain/ squeezing chest pain") and tinnitus ("neurological conditions or problems type: tinnitus/ ringing in ears"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues:cracked tooth"), headache ("headaches"), allergy to metals ("nickel allergy") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and device expulsion outcome was unknown and the pelvic pain, tooth fracture, headache, migraine, chest pain, tinnitus, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, dyspepsia, arthralgia, pain in extremity and muscle spasms had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, chest pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, headache, migraine, muscle spasms, pain in extremity, pelvic pain, tinnitus, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Both the right and left essure coils are considered to be in satisfactory location with regards to the uterine cornua. An apparent small focal redundant curve within the proximal right coil.; on (B)(6) 2016: fluoro hysterosalpingogram: findings: preliminary scout image shows ,bilateral essure coils are present. Contrast. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspepsia, tinnitus,nickel allergy,abdominal distension, weight increased, dyspareunia, dysmenorrhea,, tooth fracture,muscle spasms,pain in extremity, arthralgia. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("malposition of essure device location of device: uterine cavity") in a 31-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis and c-section. Current weight 178 lbs. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included anxiety, abdominal pain, mood swings, breast tenderness, mood altered and nabothian cyst. Family history included colon cancer and heart disease, unspecified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and dyspepsia ("gastrointestinal or digestive system condition:heartburn."). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and muscle spasms ("muscle spasms"). In january 2015, the patient experienced chest pain ("blood or heart disorder/condition type: chest pain/ squeezing chest pain") and tinnitus ("neurological conditions or problems type: tinnitus/ ringing in ears"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues:cracked tooth"), headache ("headaches"), allergy to metals ("nickel allergy") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth fracture, headache, migraine, chest pain, tinnitus, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, dyspepsia, arthralgia, pain in extremity and muscle spasms had resolved and the device expulsion outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, chest pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, migraine, muscle spasms, pain in extremity, pelvic pain, tinnitus, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Both the right and left essure coils are considered to be in satisfactory location with regards to the uterine cornua. An apparent small focal redundant curve within the proximal right coil.; on (B)(6) 2011: fluoro hysterosalpingogram: findings: preliminary scout image shows ,bilateral essure coils are present. Contrast. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspepsia, tinnitus,nickel allergy,abdominal distension, weight increased, dyspareunia, dysmenorrhea,, tooth fracture,muscle spasms,pain in extremity, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs & mr received. Reporter's information was added. Lot number was added. Patient's demographics were added. Added event malposition of essure device location of device: uterine cavity, migraines, squeezing chest pain/chest pain, tinnitus, nickel allergy, dysmenorrhea, dyspareunia, weight gain, bloating, heartburn, muscle spasms, leg pain, joint pain. Pt updated for 'tooth disorder' to 'cracked teeth'. Medical historical, historical drug,concomitant condition were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device expulsion ("malposition of essure device location of device: uterine cavity") in a 31-year-old female patient who had essure (batch no. 789026) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, arthritis and c-section. Current weight 178 lbs. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included anxiety, abdominal pain, mood swings, breast tenderness, mood altered and nabothian cyst. Family history included colon cancer and heart disease, unspecified. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and dyspepsia ("gastrointestinal or digestive system condition:heartburn."). In (B)(6) 2014, the patient experienced pain in extremity ("leg pain") and muscle spasms ("muscle spasms"). In (B)(6) 2015, the patient experienced chest pain ("blood or heart disorder/condition type: chest pain/ squeezing chest pain") and tinnitus ("neurological conditions or problems type: tinnitus/ ringing in ears"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth fracture ("dental issues:cracked tooth"), headache ("headaches"), allergy to metals ("nickel allergy") and arthralgia ("joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, tooth fracture, headache, migraine, chest pain, tinnitus, allergy to metals, dysmenorrhoea, dyspareunia, weight increased, abdominal distension, dyspepsia, arthralgia, pain in extremity and muscle spasms had resolved and the device expulsion outcome was unknown. The reporter considered abdominal distension, allergy to metals, arthralgia, chest pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, migraine, muscle spasms, pain in extremity, pelvic pain, tinnitus, tooth fracture and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Both the right and left essure coils are considered to be in satisfactory location with regards to the uterine cornua. An apparent small focal redundant curve within the proximal right coil.; on 09-mar-2016: fluoro hysterosalpingogram: findings: preliminary scout image shows ,bilateral essure coils are present. Contrast. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: dyspepsia, tinnitus,nickel allergy,abdominal distension, weight increased, dyspareunia, dysmenorrhea,, tooth fracture,muscle spasms,pain in extremity, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-mar-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.